Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6). G2: the country of origin is colombia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using a wireless external neurostimulator (wens). It was reported that after making the connection of the lead to a wens, a system integrity check was performed. The parameter "connectivity checking" was measured, and contact 13 presented a bad connection; impedance was measured and the contact showed a high impedance of 40,000 ohms. Lead contacts were cleaned with a sterile gauze and sterile water, but the bad connection persisted. Later, the lead connection to the wens was inverted and the impedance issue persisted on the same contact. To resolve the issue a new surgical lead was opened and connected to the wens, a system integrity check was then made and the connection/impedance was good. The issue was resolved.

Manufacturer narrative:
H2. Correction: please note, h6 codes b17 and c20 no longer apply to this report. H3. The returned lead (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuity was acceptable, there were no shorts between circuits, and normal impedance was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.